Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, 90% stenosed, distal right coronary artery. After intravascular ultrasound was performed, the 2.5x15 mm trek rx was being used for pre-dilatation; however, the balloon ruptured during the first inflation at 8 atmospheres. There was no resistance reported during advancement or retraction of the balloon catheter from the patient. After retraction of the balloon catheter from the anatomy a rotablator was used, after which a xience xpedition stent was implanted in the lesion and the procedure was completed. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.